Manufacturer narrative:
Since the actual sample was not available and the lot number is unknown, we do not have enough data to confirm the issue with the product and perform proper investigation. However, checked the current process and inspection, there were no similar type of non-conformities observed during 100% visual inspection and 100% balloon testing, inflation and deflation tests. Checked the current lot # s20005904 of part number 102201101480ty tsc 14 fr clear and lot# s20005959 part number 102201101880ty of tsc18fr clear and no similar type of non conformities observed during 100% balloon testing and 100% visual inspection. As at degania's end we have established 100% inspection of balloons and we have no information which volume the balloon was inflated too, we consider this complaint to be not justified.

Event description:
According to the reporter, the product had a physical damage. The patient had bleeding from the urethra after catheter placement.